Event description:
The customer reported the images displayed were very faint. The system tracked to max technique and displayed washed out images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.